Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to dislodgment, high pacing thresholds, low amplitude/poor morphology, noise and oversensing. The dislodgment was confirmed by x-ray. During the explant procedure, the rv lead was fracture and the physician decided to surgically abandoned into the body of the patient. A new rv lead was successfully implanted. No additional adverse patient effects were reported.